Event description:
There was a deflection issue with the ablation catheter after use within the patient. The catheter was removed and replaced with no harm to the patient. Manufacturer response for ablation catheter, ablation catheter (per site reporter) mfg contacted by site.